Manufacturer narrative:
The technician adjusted the brake pads on the casters to repair the stretcher.

Event description:
Information received indicates the brake is not holding. Stretcher still rolls when the brake is applied.